Event description:
The complainant stated there is a crack in the leg support weld which was found during a preventive maintenance check on the sabina ii lift.

Manufacturer narrative:
The account installed a new mast to repair the lift. The lift was placed back into service.